Manufacturer narrative:
Timing issue between the generation interface module in the digital x-ray system and the ge advantx generator. The operating system was re-configured and the system is now operating normally.

Event description:
During an angioplasty procedure prior to surgery, digital x-ray system locked up and procedure was aborted.